Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the pump history showed multiple ¿replace battery¿ alarms were recorded. No battery cap was returned with the pump. All testing was performed using a test battery cap. The pump was exercised for 24 hours with no rebooting or power losses occurring. Unrelated to the complaint, evaluation revealed that there were two battery compartment cracks. There was evidence of moisture contamination found inside the battery compartment. A leak test was performed and a battery compartment leak was found at a battery compartment crack. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported the pump had a shortened battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.